Event description:
A customer contacted beckman coulter inc. (Bci) reporting that there were small puddles near the reagent probes (on top of the reaction wheel cover below the wash collars near the reagent probe track) of the unicel dxc 800 pro synchron clinical system. The customer verified all fittings and did not find any issues. The customer did not know the source of the leak. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the wash collar vacuum valve. The instrument calibrated on the cartridge chemistry (cc) side. No leaks were observed. Fse ran pooled serum in batch for 4 tests, 3 racks and 5 replicates and no leaking was observed. The repair was verified per established procedures.